Event description:
It was reported that increased threshold and a decrease of sensing were observed since 2011. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies found.